Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cold insulin when filling cartridges, and sometimes pre-filling cartridges a few days before use. Customer was instructed to only fill cartridges when she is ready to use them, and to fill cartridges with room temperature insulin per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.